Event description:
It was reported to philips that there is a service error appearing when turning the device on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.